Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose level was displayed as high. Customer received normal third party assistance and administered a manual injection to address bg level. The issue was resolved after performing a supply change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.